Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and a slight increase in pacing threshold measurements. Various configurations were tested and it was found any configuration using the lv ring yielded higher pacing impedance measurements. The lead was configured to tip to right ventricular (rv) coil with acceptable pacing impedance and threshold measurements. No adverse patient effects were reported.